Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a corrective spondylodesis. No information was provided regarding any accessory used or the equipment settings employed in the procedure. Upon an activation, sparks from the electrocautery instrument caused the user's surgical gown and the surgical drape to catch fire. As a result, the patient sustained a first-degree burn (red skin lesion) that was approximately 80 cm² on the dorsal side of her right trunk. To aid in the healing of the lesion, the patient received further treatment with antibiotics at the university dermatology clinic. Hospitalization of the patient was extended by 10 days. The user was not injured.

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the unit. Finally, no anomalies were found in the review of the device history record (DHR) of the esu. In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the provided information, most likely once diathermy was applied, combustion occurred due to flammable vapors and/or the disinfectant that was around the operative site [note: the safety data sheet of the disinfectant used (softasept n) warns that both the liquid and the vapor of the alcohol-based disinfectant are highly flammable.]. This resulted in the burn to the patient. There are warnings in the erbe esu user manual addressing these issues (i.e., when using disinfectants, care must be taken to ensure that they are not flammable or that these agents have evaporated completely before using the electrosurgical unit). Erbe USA, inc. Is now closing the file on this incident.